Event description:
Boston scientific received information that the patient implanted with this device system had been hospitalized for an unrelated illness and had been intubated. The device delivered inappropriate anti-tachycardia pacing (atp) and 12 shocks for supraventricular tachycardia (svt) with rapid ventricular response (rvr). The shocks did not convert the arrhythmia and therapy was exhausted in two events. Ultimately a magnet was applied over the device area. It was unknown if medication was also delivered to lower the rate. The device was reprogrammed with a shortened rate duration (srd) from three minutes to 30 minutes to discriminate longer against svt. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.